Event description:
This event was captured based on review of the article, coil embolization of left coronary artery pseudoaneurysms arising as a complication of percutaneous coronary intervention. The lad was occluded. A 4 x 12 mm vision stent was deployed at 20 mm hg in the proximal lad. At the final balloon inflation, the artery ruptured which led to the emergency placement of a graftmaster stent; however, contrast extravasation did not completely resolve and the patient was referred for bypass surgery. A CT scan of the chest was obtained on day 6 for persistent shortness of breath. This showed evidence of pneumonia as well as an unexpected finding of two proximal lad pseudoaneurysms. A CT scan 1 month later showed that the area of the pseudoaneurysms was enlarging. The bmw guide wire was advanced into the distal pseudoaneurysm. The angled delivery catheter was advanced distal, over the guide. A series of five feathered coils were placed. Angiography revealed the pseudoaneurysm to be densely packed with coils, with only trivial residual flow into the pseudoaneurysm. The bmw guide wire shape was angulated to enter the retroflexed mouth of the proximal pseudoaneurysm; however, the catheter would not advance over the wire. The guide wire was loaded into a new catheter and advanced into the lad. A series of five interlocked feathered coils were paced proximal. Angiography revealed reduced flow into the proximal pseudoaneurysm. Follow-up angiography demonstrated the coils to be in stable position. The patient continues to feel well without any recurrent angina or heart failure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated, date of implant estimated. The stent remains in the patient. A follow-up will be submitted with all relevant information. The graftmaster referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of perforation and pseudoaneurysm are also known adverse events as listed in the instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.